Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed the ¿do you see drops¿ screen during the fill tubing step and the user could not select ¿yes,¿ with the touchscreen otherwise allowing lock and unlock but not advancing, and replacement was arranged; this aligns with an unresponsive user interface associated with the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a software problem associated with an unresponsive key or button behavior localized to the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.